Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/21/2016 with the following findings: during investigation, the battery compartment was found to be cracked to the left of the bumper pad from the threads traveling down to the case seal.

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was damaged. This report is made based on results of investigation completed on 06/21/2016.